Event description:
It was reported by the caller, clinical account specialist that they mapped the right atrium, and there was no block on the previous cavotricuspid isthmus (cti) line. The caller noted that they "touched up" the cti line with the farapulse¿ system. The caller stated that they went transseptal, mapped the left atrium with octaray¿ catheter, then ablated the left and right superior pulmonary veins with the farapulse¿ system. The caller stated that they post mapped with the octaray¿ catheter, then removed the carto¿ 3 catheters expect the nuvision¿ ultrasound catheter. The caller stated that they continued with the lao concomitant when they noticed an effusion occurred. The caller noted that an amulet was used and while maneuvering during its deployment, they noticed the effusion and the "drop" in the patients blood pressure. The pericardial effusion was confirmed with ice. The caller noted that they were "worried about potential fluid in the patient lungs." The full medical intervention is unknown, other than the chest cracked to locate and stop the bleeding. (Tap was taken out but unknown if it was used). The following case was cancelled. Information was received indicating that the patient expired. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).